Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip was noted during the visual inspection.

Event description:
The customer called and reported that she was experiencing high blood glucose and did not know why. Her blood glucose was over 200 mg/dl. Customer's healthcare provider told her she was eating too much and not exercising. The customer stated, she would use the insulin pump first to treat, then wait an hour and try manual injection if her blood glucose did not go down. At the time of this report, customer's blood glucose was 163 mg/dl. During troubleshooting, it was found that the drive support cap on the insulin pump was sticking out. Customer stated she had not pressed the cap while connected. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.